Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open after being applied to patient tissue. An ultrasonic instrument was used to remove the device from the patient. There was no injury or tissue damage. The device is not available to send back to covidien for evaluation.